Manufacturer narrative:
The field service representative (fsr) was not able to duplicate the reported issue. The fsr replaced the ccm. The unit operated to manufacturer's specifications. This complaint is related to (B)(4) / MFR # 1828100-2022-00310.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'system computer needs service' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the user reported using a heart lung machine (hlm) prior to the initiation of cpb, at which time the ccm screen displayed, 'system computer needs service.' This message was displayed with the patient already in room, but before bypass. The defective hlm was swapped prior to the patient needing to go on cpb.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported compliant. The central control monitor (ccm) hard drive was replaced as a precaution. Verification/release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) installed the central control monitor (ccm) into lab use only (luo) testing equipment. Upon power up, the touch screen was functional and there was no 'system computer needs service' message. The unit was monitored for 120 hours and no issues were observed. The ccm operated as intended.